Manufacturer narrative:
As the product was not returned for evaluation, the event could not be confirmed. Without a product to evaluate, neither a root cause nor potential contributing factors could be identified. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that during a procedure using contrast media the black end (tip) broke. The separated tip was not located; the patient was monitored and no adverse effects or complications were reported.